Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: review of the black box date revealed the last basal delivery was recorded on december 24, 2013 and 12:32 pm. The reported date of the event, december 10, 2013 had been overwritten due to continued patient use. The basal history revealed that on december 10, 2013, a different basal rate program was used than on other days. The pump was exercised for 24 hours without error, warning or alarm. The total daily dose correctly reflected the programed basal target rate. Investigation did not duplicate the alleged history/settings issue and the pump was found to be operating within the required specifications. Unrelated to the original complaint, the display screen was noted to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging three occasions in the pump history that the total daily doses were less than the daily basal rate. The last reported date of this issue was 12/10/2013. The reporter stated the healthcare provider believes there is a problem with the insulin pump. The reporter denied any issues with incorrect time/date and denied any related alarms. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged total daily dose calculation issue remained unresolved with troubleshooting.